Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker device was checked and had longevity of 6.5 years but latest update showed 4.5 years remaining. Boston scientific technical services (ts) reviewed report and it showed seven years. Moreover, ts recommended to do another interrogation upload in early to mid-january and see if the longevity is still dropping or has not recovered. The device remains in service. No adverse patient effects were reported.